Event description:
Pt developed an infection of her central venous access requiring weekend hospitalization for pt stabilization. The infection is being attributed to a corruption of the needleless access system being used to access and maintain her catheter.